Event description:
As reported, the patient stated they underwent a knee replacement surgery, approximately 33 months ago, that failed and it is loose. Information provided indicates the patient is not currently revised. No further information available.

Manufacturer narrative:
D10 concomitants: (B)(6) 02-020-12-0340 - truliant ps por fem ps por right sz 4. (B)(6) 02-022-35-4015 - truliant tib imp ps insert sz 4 15mm. (B)(6) 02-022-55-4040 - truliant por tib tray size 4f/4t. (B)(6) 200-02-38 - three peg patella 38mm. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the loosening reported cannot be confirmed from the information provided. Potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.